Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for about 2 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).